Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display as a result of a faulty component on the interface board.

Event description:
The customer reported that the insulin pump was alarming. Troubleshooting was performed. The battery was changed and the device alarmed, the screen went off and on, and the buttons were unresponsive. No further information was provided.